Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) was suspected to be depleting prematurely and fc 1003 was recorded. This ICD remains in service. No adverse patient effects were reported. Additional information was received and tachycardia therapy had been turned off. No adverse patient effects were reported.

Manufacturer narrative:
The ICD was not returned by the costumer, therefore, no product analysis was performed. The conclusion code is cause not established. Amended to serious injury report.

Manufacturer narrative:
The ICD was not returned by the costumer, therefore, no product analysis was performed. The conclusion code is cause not established.

Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) was suspected to be depleting prematurely and fc 1003 was recorded. This ICD remains in service. No adverse patient effects were reported. The local area field representative was contacted for additional information, however at this time no further information is available. Additional information was received and tachycardia therapy had been turned off. No adverse patient effects were reported.

Manufacturer narrative:
The ICD was not returned by the costumer, therefore, no product analysis was performed. The conclusion code is cause not established.

Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) was suspected to be depleting prematurely. This ICD remains in service. No adverse patient effects were reported. The local area field representative was contacted for additional information, however at this time no further information is available.